Event description:
It was reported that electrogram (egm) review was requested for this left ventricular (lv) lead due a decrease in the lv pacing percentage and lv sense events coming in before right ventricular (rv) pacing. A drastic change in lv sensing was observed in october from 25 mv to 11 mv and as low as 3 mv. Sensing had not risen above 11 mv since then. Additionally, lv pace impedance measurements had changed from the high 500 ohms range to the low 400 ohms range. Sensed av was adjusted from 80-100 ms to 60 ms, and lv pacing was observed. Technical services (ts) discussed troubleshooting options to rule out possible lead dislodgement. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).